Event description:
Intraoperatively, there was a peri-annular abscess present posteriorly on the mitral valve. One of the leaflets was "completely and totally" obstructed by vegetation and there was pannus present under the valve, which severely limited flow. The valve was explanted and replaced with a 27m-101.